Event description:
Pt underwent lumbar decompression of l4-5 and l5-s1 levels. Physician decompressed the l4-5 level, and then proceeded to the l5-s1 level. The right l5 nerve root was accessed using a baxano ipsi probe and a 10mm microblade shaver (mbs) was inserted but could not be advanced. The device was exchanged for a 5.5mm mbs, and decompression initiated. Delaminated cartilage was removed from the area using rongeurs. At this point, a small dural tear with no csf leak was observed in the axilla of the l5 root. The nerve was tested using a monopolar control probe (non-baxano) showing right tibia and gastroc response at 1.5ma. A cottonoid was placed to secure the flap of the tear. The surgeon was unsure as to what caused the dural tear (baxano probe, neuro check device, mbs, or non-baxano manual rongeurs). Post surgery, the pt was able to move all limbs (including feet) with no pain, weakness or numbness. A baxano rep followed up with the surgeon in 2009, who stated that the pt was experiencing numbness and weakness of the right great toe. Pt was seen in follow-up ten days later and reported to be experiencing mild weakness and numbness in her right foot, indicative of l5 nerve root involvement. Pt follow-up scheduled for the following month.

Manufacturer narrative:
After the surgery, the surgeon was unsure as to what caused the dural tear (either the baxano probe, baxano neuro check device, baxano microblade shaver, or the non-baxano manual rongeurs that were used in the procedure). Since the surgeon cannot rule out the baxano devices, we are submitting initial reports for each possible baxano device (a total of four reports, numbers 3006324586-2009-0014 through -0017).